Manufacturer narrative:
(B)(4). (B)(6).

Event description:
A customer complained that they received questionable nitrite results for 3 urine patient samples tested using combur-9-test strips. For patient 1, a medical doctor tested a patient on an unknown date and received a positive nitrite result that did not match the patient's clinical picture. The patient had additional laboratory done due to the positive nitrite result, but the specific results or what the specific test method used was not available. For patient 2 and 3, the medical doctor stated that a couple week later she tested two other patients that had positive nitrite results. The medical doctor did not think these results appeared correct, so she checked the unused strips from the vial and noticed the nitrite pads were discolored on the unused strips. Specific information about the patients was not available as the doctor did not recall which specific patients were affected. Since the medical doctor testing the patients did not believe the nitrite results, there is no information available to suspect that patients were adversely affected. The vial with the strips in question were from a previously opened vial. The vial had already been in use and it was not known if everybody properly recapped the vial after usage. The customer is now using another vial of strips but did not know if the strips were from the same lot. The vial of the affected strips were requested to be returned for further investigation. Retention testing of strip lot 21023500 was visually checked with 0-native urine and a nitrite dilution series. The results fulfilled the requirements. No false positive results were observed.

Manufacturer narrative:
The customer returned a strip container of lot 21023501 which contained 22 of the 100 test strips. The customer returned a strip container of lot 21023502 which contained 25 of the 100 test strips. Upon visual investigation some discolorations of different test pads were noted, specifically the nitrite pad was pink and the ketone pad was a dark yellow. Measurement of the customer test strips for both lots 21023501 and 21023502 is not possible due to the discolored test pads. The test strips of the received customer material shows a typical error pattern which is caused by humidity. Either humidity was brought inside of the vial or the test strips were contaminated outside of the vial and returned to the vial. No further customer complaint has been received for this lot. The error was probably caused by mishandling. In relation to strip handling the package insert states "in order to avoid exposure to moisture, the vial must be closed immediately after removal of a strip, using the original stopper, which contains a drying agent."